Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle and butterflying wings come apart from the tubing on the bd nexiva¿ closed IV catheter systems.

Event description:
It was reported that the needle and butterflying wings come apart from the tubing on the bd nexiva¿ closed IV catheter systems.

Manufacturer narrative:
H.6. Investigation summary: DHR review was performed on lot number 8235504; the lot number was built / packaged on nfa line 1 from 26aug2018 thru 05sept2018. All required challenge samples, set-up and in process testing was performed in accordance with the control plans qn 200769632 (kinked tubing) and qn 200768793 (missing print-pkg) were initiated during production. Disposition, root cause and corrective action were applied per quality plans. Received one used nexiva 20ga unit and a package label from catalog number 383536, lot number 8235504. Visual/microscopic evaluation: bodily fluids in the catheter tubing and extension tubing. The extension tubing was separated from the clear port of the winged adapter. Conclusion: manufacturing ¿ the manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned. CAPA 684099 has been initiated to further investigate this issue.

Manufacturer narrative:
Medical device lot #: 8235504; medical device expiration date: 2021-07-31; device manufacture date: 2018-08-24.

Event description:
It was reported that the needle and butterflying wings come apart from the tubing on a bd nexiva¿ closed IV catheter system.